Event description:
A patient reported experiencing inaccurate high results with an otu meter. There were two meter readings being compared to a lab reading. The first meter reading, the patient's blood glucose results were 217 mg/dl (meter), 157 mg/dl (lab). Tests were done within 10 minutes with a difference of 38%. The second meter reading, the patient's blood glucose results were 197 mg/dl (meter), 157 mg/dl (lab). Tests were done within 10 minutes apart with a difference of 25%. Patient did not experience any adverse events. No further information has been reported.